Event description:
Ambulance personnel were attending to a pt condition unk. Allegedly while attempting to monitor the pt the device would not register the pt's ECG rhythm and displayed a leads off message. All electrode/cable connections were verified. A back up device was used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.